Event description:
It was reported that "during insertion of the sling and visual inspection, the loop came loose at the distal end of the sling and fell into the cavum. Could be recovered completely." It was confirmed that the procedure was completed successfully and there was no adverse effect for the patient. No negative impact in state of health reported.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the investigation of the bipolar electrode (article number: 011167-10 & lot: 845353) the following could be observed: - the cutting loop is ruptured out of the electrode assembly - the broken surface shows a ductile appearance - the electrode is bent in the working area it is concluded that since the remaining electrode is bent and the broken surface shows a ductile appearance, which is the indicator for an overload break, it is most likely that the electrode got exposed to excessive force during application. In the corresponding instructions for use the following warning concerning overloading of the instrument is stated: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload the instruments. Do not bend bent instruments back to their original position." The event is filed under internal karl storz complaint ID: (B)(4).